Event description:
It was reported the patient's left hip was revised on (B)(6) 2012. Revision was originally reported in legacy complaint handling system (as reported: "it was reported that the patient had pain, an elevated cobalt level and pseudo tumor so the surgeon revised the left hip."). However, on 27/february/2023, new information (excerpt from an operative report for the left hip revision) was received. Noted on the operative report: "he has now developed episodic, activity-related pain. His workup further reveals remarkably elevated serum cobalt levels and MRI evidence of a pseudotumor..." A rejuvenate modular stem and neck, femoral head, and liner were revised (shell noted to be stable and retained).

Manufacturer narrative:
An event regarding revision due to altr involving a rejuvenate modular device was reported. The event was confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Clinical review - a review of the provided medical records by a clinical consultant stated the following comment: this patient had failed bilateral total hip arthroplasties due to elevated ion levels, pseudo tumors and osteolytic lesions. One revision was carried out on the right hip and two revisions on the left hip. I can confirm that the primary and revision procedures occurred since they are documented in the product summary, however I have not been able to see the revision operation report for the right hip and I have no postoperative xrays showing either of the revision implants in place. It is possible that one of the x-rays, the ap of the pelvis, shows a left exeter implant which could be the revision of the implant with a cement-in-cement technique. The causes of failure of modular neck implants are multifactorial including surgical technique such as preparation and insertion, patient factors such as bmi and activity level and implant factors. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.

Manufacturer narrative:
Reported event: an event regarding revision due to altr involving a rejuvenate modular device was reported. The event was confirmed. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies.. -complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Clinical review - a review of the provided medical records by a clinical consultant stated the following comment: this patient had failed bilateral total hip arthroplasties due to elevated ion levels, pseudo tumors and osteolytic lesions. One revision was carried out on the right hip and two revisions on the left hip. I can confirm that the primary and revision procedures occurred since they are documented in the product summary, however I have not been able to see the revision operation report for the right hip and I have no postoperative x-rays showing either of the revision implants in place. It is possible that one of the x-rays, the ap of the pelvis, shows a left exeter implant which could be the revision of the implant with a cement-in-cement technique. The causes of failure of modular neck implants are multifactorial including surgical technique such as preparation and insertion, patient factors such as bmi and activity level and implant factors. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported the patient's left hip was revised on (B)(6) 2012. Revision was originally reported in legacy complaint handling system (as reported: "it was reported that the patient had pain, an elevated cobalt level and pseudo tumor so the surgeon revised the left hip."). However, on 27/february/2023, new information (excerpt from an operative report for the left hip revision) was received. Noted on the operative report: "he has now developed episodic, activity-related pain. His workup further reveals remarkably elevated serum cobalt levels and MRI evidence of a pseudotumor..." A rejuvenate modular stem and neck, femoral head, and liner were revised (shell noted to be stable and retained).